Event description:
It was reported that the device had channel error. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Initial reporter occupation, other occupation, report source, report source other additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a040502, a1801, a1102, annex b: b01, annex c: c0601, c23, c10, annex d: d15, d11, annex g: g04037, g04067, g02017, g0200802. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device channel error could be confirmed during the review of the event logs but couldn¿t be replicated during testing. The pump module errors were unable to be replicated after extensive infusion runtime. Signs of corrosion and contamination were observed inside the rear case and bezel assembly. The logic and motor controller board were observed to be damaged by corrosion, the internal ribs of iui connectors were observed to be contaminated alaris system maintenance testing observed the pump modules passing the preventive maintenance tasks. A review of pump module error log showed no errors recorded the day of the reported event, however, on january 22 an error code 221.2010.0 (comm watchdog failure), which was immediately followed by two (2) instances of error code 200.5080.0 (module_sw_version_timeout_failure). A review of the event logs showed no infusion the day of the reported event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. Devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error. There was no patient involvement.